Event description:
Customer's mother called to report the passing of her son. Caller stated that the cause of death was due to diabetes coma. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.